Manufacturer narrative:
A united states customer contacted siemens customer care center. The customer turned off the power on the dimension vista 500 instrument and uninterruptible power supply (ups). Siemens dispatched a customer service engineer (cse) to the customer site. The cse determined the ups was inoperable, and the customer agreed to bypass the ups to allow usage of the instrument. The cse noted the instrument was operational without the external ups and connected directly to the hospital power. The customer monitored the instrument's temperatures, ran quality controls (qc), and verified the instrument's performance. Siemens concluded the cause of the noise and spark was due to a malfunctioning ups. The customer did not report a recurrence post-service, and the instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported a noise and spark emitted from the dimension vista 500 instrument's external uninterruptible power supply (ups). The customer noted the instrument had no power, and the ups was powered off. There was no visible smoke, flames, or damage to property, and no one in the staff was injured or harmed due to the event. There are no known reports of adverse health consequences due to the noise and spark emitted from the ups.